Manufacturer narrative:
(B)(4). Baxter medical assessment: during a posterior fossa decompression procedure (arnold-chiari malformation) a iatrogenic injury of the vertebral artery at the cranio-cervical junction occurred. This resulted in active arterial bleeding, which was controlled by the use of floseal. The clinical investigation has confirmed a correct application of the product with control of the bleeding. About one week after surgery a pseudoaneurysm of the vertebral artery has been diagnosed (bleeding episode in the brainstem area). Revision surgery with clipping of the pseudoaneurysm has been performed. As a result of the brainstem bleeding the patient sustained a permanent neurological impairment. Pseudoaneurysm formation after iatrogenic intraoperative injuries of the vertebral artery is an extremely rare, but expected complication in cervical and craniocervical surgery. Complications of va injury include arteriovenous fistulae, late-onset hemorrhage, pseudoaneurysm and thrombosis with embolic incidents, cerebral ischemia, stroke, and even death. The vascular complications might occur days to years later [peng et al. 2009]. The overall incidence of va injury related to craniocervical surgery in the literature is 0.2% (17/8213). From the 17 injuries described in the publication of maughan et al. (2013), five patients harbored pseudoaneurysms, all of which were treated. The pseudoaneurysm formation is the result of the arterial injury, and not of the method of treatment used to control the bleeding and repair the vascular defect. As a consequence, the pseudoaneurysm formation is not related to the use of floseal, but the result of the iatrogenic injury of the vertebral artery during surgery. This case will be kept on file for trending purposes.

Manufacturer narrative:
(B)(4). Due to lack of information this case is not currently assessable, and this case is being conservatively reported. Baxter is currently in the process of following-up with the reporter for additional information. A follow-up report will be submitted upon receipt and evaluation of additional information.

Event description:
Customer reported the pseudoaneurysm at the site where floseal was used in a unit of floseal vh s/d us 5 ml 6 pack. This was noticed after use.